Manufacturer narrative:
H3 analysis of the ins (B)(6) revealed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuation of d10: product ID 3889-28 lot# va1w5dw serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2024 product type lead h3 analysis of the lead (B)(6) revealed that there was a break in the insulation under the connector at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead still in header of battery, but looks like outer coating of lead was stripped off and broken lead. Thick white coating on battery. Low impedance or short, unsure, office stated impedances and replacement was needed. Troubleshooting was performed, reprogrammed and battery life was low according to office. Patient needed replaced. Implanted at other facility. Device revision successful on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1w5dw serial# implanted: (B)(6) 2019 explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.